Event description:
It was reported that the 2.5x48mm xience xpedition was deployed in the mildly tortuous and mildly calcified, de novo lesion in the distal left anterior descending coronary artery (lad), but a dissection occurred after deployment which was treated with another xience xpedition stent. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.